Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
Subsequent to the supplemental MDR, a correction is required due to an updated classification code as investigated change.

Event description:
It was reported that an alert/notification settings issue occurred. According to the patient¿s daughter, on (B)(6) 2025 around 7:00 pm, the patient looked at his cgm receiver and saw his cgm value was high. The patient reported that he did not receive any alert from the dexcom receiver to alert him to his hyperglycemic state, despite his high cgm alert being set to 250 mg/dl. The patient then passed out. The patient was at home alone and did not regain consciousness on his own until approximately 6 hours later. Around 1:30am, when he woke up, the patient¿s cgm receiver still read high mg/dl. The patient self-treated with 20 units of insulin. At an unspecified time later, the patient¿s cgm value decreased to 100 mg/dl. There was no documentation of the patient seeking assistance from a higher level of care. There was no documentation of further medical evaluation or intervention. The patient was ¿doing fine¿ at the time of report. Product was provided for investigation. An external visual inspection was performed and passed. A receiver charge and boot test was performed and passed. Functional and audio testing including the manual "test now" function was performed and passed. An interior inspection and speaker resistance was performed and passed. Performance data was reviewed. An alert/ notification settings issue was not found within the investigation window. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). B5: describe event or problem - additional information. D9: device returned to MFR - additional information. D9: date device returned - additional information. H2 type of follow up: additional information/ device evaluation. H3: device evaluated by mfg- additional information. H3: evaluation included - additional information. H6: additional information.

Event description:
It was reported that an alert/notification settings issue occurred. According to the patient¿s daughter, on (B)(6) 2025 around 7:00 pm, the patient looked at his cgm receiver and saw his cgm value was high. The patient reported that he did not receive any alert from the dexcom receiver to alert him to his hyperglycemic state, despite his high cgm alert being set to 250 mg/dl. The patient then passed out. The patient was at home alone and did not regain consciousness on his own until approximately 6 hours later. Around 1:30am, when he woke up, the patient¿s cgm receiver still read high mg/dl. The patient self-treated with 20 units of insulin. At an unspecified time later, the patient¿s cgm value decreased to 100 mg/dl. There was no documentation of the patient seeking assistance from a higher level of care. There was no documentation of further medical evaluation or intervention. The patient was ¿doing fine¿ at the time of report. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).